Manufacturer narrative:
(B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 2.5x15 mm nc tenku balloon catheter was inserted in the patient, and air aspiration was performed. A lot of air was observed to be aspirated and a leak was suspected. It was confirmed that the connection between the balloon and the inflation device was secure; however, at this point in time, the proximal shaft separated 5 cm distal to the hub. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and leak were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU), states to evacuate air from the balloon segment prior to inserting into the patient anatomy. In this case, the leak appears to be related to the shaft separation and not as a result of the aspiration inside the anatomy.